Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report was received from (B)(6) via snythes (B)(4) stating there was "damage on package." The device was not used during surgery. There were no injuries or medical intervention reported. There was no contact info from (B)(6) available. No additional info was provided.